Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the surgeon, it was reported that the patient experienced infections at the implant site. Subsequently, the patient underwent revision surgery (date not reported), in order to convert the patient to a transcutaneous baha implant system. During the procedure, a magnet placed on the internal fixture.

Manufacturer narrative:
Device details updated. This report is submitted on 11 february 2020.